Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced an inappropriate shock involving this it was reported that this patient experienced an inappropriate shock involving this electrode. The patient will be brought into the clinic for troubleshooting and data will be sent to technical services (ts) for review. Additional information noted that the patient was seen at the clinic and it was not possible replicate noise, and x-rays did not show anything suspicious. The device was reprogrammed to the secondary sensing vector and ts review was pending. Ts provided troubleshooting steps as well as options for non invasive and invasive options. Ts discussed that high resolution x-ray images are recommended to exclude lead impairment. If x-ray images showed a proper lead insertion, ts recommended to keep the secondary sensing vector as the programmed sensing vector. Additional information noted that a full system explant was recommended and may take place in april 2021 when a replacement window was recommended by ts. This electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced an inappropriate shock involving this electrode. The patient will be brought into the clinic for troubleshooting and data will be sent to technical services (ts) for review. Additional information noted that the patient was seen at the clinic and it was not possible replicate noise, and x-rays did not show anything suspicious. The device was reprogrammed to the secondary sensing vector and ts review was pending. Ts provided troubleshooting steps as well as options for non invasive and invasive options. Ts discussed that high resolution x-ray images are recommended to exclude lead impairment. If x-ray images showed a proper lead insertion, ts recommended to keep the secondary sensing vector as the programmed sensing vector. Additional information noted that a full system explant was recommended and may take place in (B)(6) 2021 when a replacement window was recommended by ts. Subsequently the electrode was explanted and returned. No additional adverse patient effects were reported.